Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v049669, implanted: (B)(6) 2007, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v071374, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that both of his devices were explanted three to four months after implant. His indications for use were urinary dysfunction and sacral nerve stimulation. Neither device worked and he was having a lot of staph infections. The patient was currently just using catheterization as his method of treatment.